Manufacturer narrative:
We have not received the device for evaluation. Hence, we could not conclusively determine the root cause of the defect. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Please note that we do conduct 100% inspection on each device and test them for balloon functionality. At this time, we remain inconclusive about the root cause of this malfunction.

Event description:
Surgeon reported that he observed a hole in one of the occlusion balloon. No further information was provided.